Manufacturer narrative:
The device was received for evaluation. During functional testing the report of no input from the keypad was reproduced, as it was observed that none of the keys functioned except the on/off, run, 3, 6 and 9 keys. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no input from keypad during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.